Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue with the suspect patient exam. The representative reported that the computer failed to boot up all the way. The patient disc was found to be corrupted and led to the navigation system becoming unresponsive. It was noted that the disc drive would not eject the patient cd. Investigation found that the disc drive was disconnected from the cpu. The disc drive was reconnected to the cpu and the cd was then ejected. Several additional patient exams were tested and the issue did not carry across the discs. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a sr manager failure when starting up the system. It was reported that the system was running slower than expected when loading exams. A hard restart then resulted in the error message appearing. There was no patient present when this issue was identified. No additional information was provided.